Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to low speed operation alarm. Upon interrogation, when connected to grounded cable via power model low voltage alarms began. Monitor displays history with low speed advisories and high powers in which the alarms ceased when the patient was taken off grounded power module and switch to batteries and ungrounded cable. Notably, no low speeds going further back. The data showed on (B)(6) 2020 when the white lead was connected to the power module, multiple low speed operations. Speed drops were as low as 3220 rpm; in which this type of behavior has been linked to potential issues with the percutaneous lead. Additional information reported that the cause of the low speed and high powers were identified as likely short to shield. The patient was placed on non-grounded cable and no events since. The patient is not a candidate for a driveline repair, or a pump exchange therefore will continue to be on non-grounded cable. No additional information provided.

Manufacturer narrative:
DHR review: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas. No product is available for investigation. Low speed events were confirmed in the evaluation of the two submitted log files. The two submitted log files contained overlapping data spanning from 02jul2020 16:33:03 through 13aug2020 14:34:36, which captured multiple low speed events while the pump was connected to the power module. Actual speed was captured as low as 3220 rpm. During the low speed events, power was elevated to as high as 25.5 watts. Prior to and after the elevated power and flow alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. Based on complaint history and previously reported events, the low speed events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined as no product was returned for evaluation. Per the customer, the patient, who had a known short to shield issue, was connected to a hospital power module at the time of the events. The alarms were resolved by placing the patient on an ungrounded cable and battery power. The heartmate (hm) ii instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also contain information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.